Event description:
It was reported the control panel arm on an epiq 7g ultrasound system dropped rapidly. There was no patient or user harm. The service engineer replaced the control panel arm gas struts to resolve the customer¿s immediate issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed to determine the cause of the reported problem. Based on the evidence available in this investigation, the gas struts loss of force is consistent with natural degradation over time. The control panel arm gas struts were replaced to resolve customer's immediate concern. The part was disposed of at the customer site. No further information is available. The system has returned to service with no similar issues reported.